Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification foce sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.